Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The interface pcb assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly. It was determined the cause of the reported issue was due to a loose filter, designator fl25, on the interface pcb assembly. The shock button on the device would no longer respond when pressed.

Event description:
The customer reported to physio-control that their device failed to deliver defibrillation energy when the shock button was pressed. There was no patient use associated with this event.